Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site could not load a dynasuit exam onto the navigation system. There was no patient present when this issue was identified.